Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 52.0 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in emergency room for a follow-up. Upon interrogation, it was noted that the atrial lead was not pacing due to loss of capture. The lead was attempted to be repositioned, but the helix could not be re-extended. The lead was explanted and replaced. The patient was in stable condition.